Event description:
It has been reported to philips that the customer was unable to perform x-rays. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during the diagnosis of a planned coronary procedure, the procedure got delayed for less than 20 mins and was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system showed the error message 'generator is busy starting up, no x-ray is possible.'. The fse did system troubleshooting and found that the main breaker of the air condition was tripped and the temperature in the technical room being too high, affected the proper functioning of the generator. The fse turned on the main breaker of the air condition and waited for the temperature in the technical room to decrease. After sometime, the issue was resolved and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.